Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the possible cause of the image noise could be possibly due to an electrical component problem. The most probable cause is cause traced to component failure. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Based on the results of the investigation, the possible cause of the c-cover burn could be the use of a high-frequency processing instrument without sufficient distance from the tip. The most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the c-cover was present with a burn, there was noise in the image, and the j-tube and air/water nozzle was present with foreign objects. There was no patient involvement.